Event description:
It was reported that the ilet issued a dosing stopped alert when the connected continuous glucose monitor (cgm) was not providing data. The initial libre 3 sensor did not reconnect and displayed a replace sensor alert, and the user declined to start a new dexcom g6 after prior unsuccessful attempts, leaving the system without cgm data. Insufficient information, as the user did not have a glucometer to check blood glucose values. Outcomes included insufficient information regarding clinical impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem, specifically an improper procedure in not maintaining a working cgm source and not following instructions to start a replacement sensor; no applicable component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.